Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms (variable = 15, file number = 2017 line number = 187) were triggered three times on 10/24/2025 13:16:00.000 until 10/24/2025 13:16:12.000. Per engineering troubleshooting guide, it was determined that pump error 63 were triggered by hardware issue with the twi interface or ad5161 chip. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and keypad flex connector. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm was confirmed due to hardware error. Blank display was not confirmed. Exposed to moisture damage confirmed on pcba 1, pcba 2, force sensor and keypad flex connector. Unable to verify audio anomaly and unresponsive keypad due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin was leaked into the pump, and the pump was exposed to moisture, a keypad anomaly, a blank display, and an audio anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for fluid in the pump, and the customer reported that no visible water in the pump. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to a change in altitude. Troubleshooting was performed for display issues, and the customer reported that no damage to the battery cap or compartment springs. Troubleshooting was performed for the audio anomaly, and the customer reported that the pump was vibrating continuously. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.